Event description:
The patient called animas on (B)(6) 2012 alleging the insulin is being pushed out of the cartridge and tubing during the load step. She said, it has been happening for the last few months and not with every cartridge change. The patient's blood glucose level has been elevated for the last few months in the 200 to 300 mg/dl range but states she has been under increased stress because her mother is very sick and she was taking care of her. She was also sick about a month prior to calling with bronchitis and a sinus infection. She mentions an increase in urination, a blood glucose level close to 400 mg/dl, and had small ketones when she was sick. She denies changes in weight, diet, and activity level, or medications. Her blood glucose reading at the time of the call was 243 mg/dl. She gave a 2.3 unit bolus dose prior to calling animas. The patient reported multiple auto off alarms. The patient states there is no issue with the infusion sets except for an incident 2-3 weeks ago when she removed the infusion set and saw a little bit of blood. The patient rotates infusion sites on her sides and changes her infusion set every three days. She denies any issues with skin sites. This complaint is being reported because, the pump reportedly dispensed insulin from the cartridge during the load step. It is unclear whether the issue caused or contributed to the patient symptoms as the patient mentioned she was sick when she exhibited hyperglycemic symptoms.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that the pump was delivering insulin accurately up to the reported event date. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. During testing, the pump pushed all the fluid out during the load step and a "no cartridge detected" warning was emitted. Testing could not be adequately completed because the pump could not recognize a filled cartridge. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. There was evidence of contamination found on the force sensor assembly. Unrelated to the complaint, investigation revealed that the keypad was torn at the up and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reported elevated bgs. The pump warns the patient to disconnect prior to performing the load and prime steps. If the patient had been attached during the load step, the alleged malfunction may have led to a low bg due to over-delivery of insulin. The patient did not report being attached during the load step, and there were no low bgs reported. The load step malfunction does not appear to be related to the reported elevated bgs.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.